Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) results were generated on the unicel dxc 600i synchron access clinical system and an access 2 immunoassay system for a single patient across multiple days. This report represents the erroneously elevated accutni results, above the acute myocardial infarction (ami) threshold, generated on the unicel dxc 600i synchron access clinical system for this patient on (B)(6) 2012 beckman coulter inc. Assessment of customer supplied data indicated that two, same patient samples were tested on the unicel dxc 600i synchron access clinical system. Three accutni results were generated which were elevated and above the acute myocardial infarction (ami) threshold of the assay. A subsequent same-patient sample was tested using alternate methodologies which generated lower results, within the normal reference range of the assay, which were regarded as valid. The erroneous accutni results generated on (B)(6) 2012 were reported out of the laboratory and the patient was admitted to the hospital based upon one of the erroneous accutni results. The samples were collected in a plasma lithium heparin tubes with gel separators and were centrifuged at room temperature for ten minutes prior to testing. All samples were full draws with no evidence of fibrin. The reagent and calibrator lots associated with this event were 122054 and 121451 respectively.

Manufacturer narrative:
Service was not dispatched as the customer declined service. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that, during the timeframe of the event, the instrument accutni quality control (qc) result for all accutni levels were within one to two standard deviations of the customer's established means. A routine system check performed prior to the event generated acceptable results and the calibration curve generated prior to the event was accepted as passing with acceptable percent coefficients of variation. No messages were noted in the instrument error log. Five, same-patient samples were returned to beckman coulter inc. For patient interfering substance testing. All samples were tested and produced negative accutni results. The elevated results experienced by the customer could not be replicated. Additionally, sample interference could not be confirmed. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2012-01427, 2122870-2012-01428, 2122870-2012-01429, 2122870-2012-01445, 2122870-2012-01446.